Event description:
It was reported that the device does not work. Additionally, during service and repair, the device was found to be unable to generate and control negative pressure. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection reported no defects. The functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship between the reported event and the device. The root cause was identified as a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be unable to generate and control negative pressure because the motor was leaking and it failed the vac. Decay test. No patient harmed, and no injury reported because this was found during service and repair.